Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an eddy irrigation tip was broken; no injury resulted.

Manufacturer narrative:
The tip is missing totally 6.50mm measured from 18mm point with measuring gauge mitutoyo model # cd 15cpx valid to 5/2018. No smooth breakage, it was melted. Breakage due to thermal influence. We consider this misuse.